Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer was not able to successfully clear alarm. No harm requiring medical information was reported .the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Device received with high sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarms noted during testing, however a failed battery test alarm was noted in the history download on 07/01/2021. Unexpected replace battery now alarms after failed battery test noted on 07/01/2021 20:46:00.000. Unexpected replace battery alert after failed battery test on 07/01/2021 21:17:00.000. Swapped the motor assembly and force sensor assembly and the current was still high. Swapped electrical board 2 and the current has gone down. High currents, replace battery now alarm and replace battery alert due to corrosion on electrical board 2. Pump error 43 alarms noted during testing, however pump error 130 alarmed prior to pump error 43 on 07/01/2021 22:51:15.000. Pump error 43 was present in the download history alarming on 07/01/2021 22:51:15.000. Tested the motor outside of the device and passed. Pump error 43 and pump error 130 due to severe corrosion on motor flex tail traces. Problem may have been intermittent. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.